Manufacturer narrative:
Literature citation: jin soo lee, dong-ho kang, soo hyun hwang, jong woo han, "oral extrusion of screw after anterior cervical interbody fusion" (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: four-month history of neck pain and left upper extremity weakness. Indications for procedure: cervical spine MRI and CT findings showed congenital blocked c3-4 vertebrae and severe degenerative spinal stenosis, with compressive myelopathy at c4-5. Procedure: posterior c4 total laminectomy for decompression, anterior c5 corpectomy with total discectomy at the level of c4-5 and c5-6. Implants used: anterior cervical plating with screw fixation and a graft it was reported in a literature titled 'oral extrusion of screw after anterior cervical interbody fusion' that post operatively, fifteen months after the operation, the patient presented with complaint of a 2-day history of a foreign body sensation in his throat and oral extrusion of a screw. He had coughed up a screw 4 days earlier, but no new neurological deficit had occurred. Roentgenograms of the cervical spine showed the fracture and dislocation of a screw in the c4 body, and another screw was missing completely. Esophagography revealed that the dislodged screw had moved when the patient swallowed the contrast medium, and thus we recommended an operation to remove the screw. There was no evidence of infection on lab findings or pharynx enhanced CT; however, the patient continued taking antibiotics for 7 days. Recovery was uneventful, and the patient was discharged in good condition with his throat symptoms resolved, 7 days after admission. Periodic plain x-rays of the cervical spine taken 6 months later showed that the position of the remaining screw had changed slightly, with no change in neurological status. As per the healthcare professional, a major factor in the dislodgement and failure of the screw in our case was osteoporosis-related subsidence. The dislodgement and failure of the screw might have been influenced by increased mechanical stress attributable to additional osteoarthritis, as the peripheral articular condition was in a stressful state due to the c3-4 interbody fusion. There was also instability as a result of severe degenerative changes and facet subluxation in c3-4, 4-5, and 5-6 on preoperative CT images, and there was additional injury in the posterior tension band due to posterior decompression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.